Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed . No other abnormalities were observed with the sensors data. Sensor state 7 with event code 11,227,224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore issue is not confirmed due to esa (early sensor attenuation). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring a healthcare professional administration of intravenous glucose (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring a healthcare professional administration of intravenous glucose (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.